Event description:
It was reported that the patient's lead and implantable neurostimulator (ins) were explanted because of high impedances on all electrodes. A lead fracture was suspected. Reprogramming with usage of only the electrodes with good impedances did not solve the issue. The patient experienced a return of symptoms (incontinence). Because the amplitude of stimulation was increased to high levels to reach efficacy, it was assumed by the patient's physician that the ins would deplete rapidly and therefore was replaced as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 309328, lot#: 0205956241, serial#: implanted: explanted: product type: lead. (B)(4).

Manufacturer narrative:
Implant date 2011 (B)(6), explant date 2012 (B)(6). Analysis of this device (309328), (lot#: 0205956241) found no anomaly. There was a short between the #0 and #3 circuits due to the conductor coils being crushed (suspected explant damage). One conductor was broken 5.1 cm from the distal end near te proximal marker band. Two conductors were broken 4.6 cm from the distal end between the two most proximal tines.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.